Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware malfunction. Patient's mother claimed that patient had a seizure and required medical attention on (B)(6) 2014. Patient was given glucagon shot and no further medical intervention was required. At the time of the call, patient's mother reported patient in good condition.